Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a screen anomaly on their insulin pump alarmed button error. The customer stated that they were thinking of buying a magnifying sheet to place over the lcd screen of the insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer declined to troubleshoot the issue. The customer did not return the product back for analysis.